Manufacturer narrative:
Event date: unknown. This report is for an unknown quantity of unknown 3.5mm lcp periarticular proximal humerus plates/unknown lot. The range of parts for the 3.5mm lcp periarticular proximal humerus plate (stainless steel) may be: 02.123.020 to 02.123.033 and 02.123.040 to 02.123.043. The range of parts for the 3.5mm titanium lcp periarticular proximal humerus plate may be 04.123.020 to 04 -123.033 and 04.123.040 to 04.123.043. It is unknown if the device(s) were implanted and/or explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that one or more periarticular proximal humerus plates possible broke. No further information was provided. There were no specific patient details or events reported. This report is for an unknown quantity of unknown 3.5mm lcp periarticular proximal humerus plates. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: this complaint is for an unknown quantity of unknown 3.5mm locking compression plate periarticular proximal humerus plates/unknown lots. Possible part numbers: 02.123.020 through 02.123.031, 02.123.032s, 02.123.033s, 02.123.040 through 02.123.043. All possible part numbers have product code: hrs plate, fixation, bone. All possible part numbers have a 510k number of k082625. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.